Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had poor telemetry or no telemetry while recharging. The caller was the patient's child. The patient is in an addiction treatment facility and received a call stating that the patient couldn't recharge their device and will not turn on at all. Patient services tried to obtain more details, but the caller wasn't sure what the exact issue was. The patient's device has "been off for a while" because they had a hospital stay. Patient services asked and it was confirmed that the hospital stay was unrelated to the device or therapy. The caller said they knew the manufacturer's representative (rep) name, but they lost their contact info. Patient services reviewed the role of the rep and that the healthcare provider (hcp) could contact the rep. It was recommended of having someone at the facility call back who is with the patient and the equipment as they were unable to diagnose the issue without the equipment over the phone. The patient said that they would notify the recovery facility. No symptoms were reported. No further complications were reported or anticipated. The patient was called back , but was unavailable.